Event description:
It was reported following a percutaneous peripheral intervention (ppi) by ballooning and a stent placement for a chronic total occlusion (cto) lesion in the superficial femoral artery (sfa). A 6f angio-seal sts plus was selected for closure. The percutaneous peripheral intervention (ppi) procedure was performed via contralateral femoral approach. It is unknown whether a pre-deployment angiogram was performed or not, but the punctured artery was reportedly the common femoral artery (cfa) with mild calcification. The physician encountered difficulty when he pulled back the device cap into full rear locked position. Somehow the device cap was successfully pulled back into full rear lock position and the device / sheath assembly was withdrawn, but the suture was not exposed. The physician decided to stop the deployment and have the angio-seal surgically removed by a vascular surgeon. The patient was reported to be fine after the surgery. The physician was present at the surgery because he considered the possibility of the anchor being stuck with the vessel posterior wall. However, the anchor was actually rotated 90 degrees and was vertical to the punctured artery, but firmly fixed on the artery wall. The physician suggests it was highly possible that the event caused by collagen expansion or the suture release mechanism was due to the difficulty encountered while pulling back the device cap into full rear locked position.

Manufacturer narrative:
One 6f angio-seal sts plus hemostasis sheath and carrier tube assembly were visually inspected and functionally tested. The carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear lock position. The anchor had been fully posted against the sheath monofold; the anchor location was consistent with non-deployment. No contributing visual anomalies were noted. The anchor was grasped and the suture extracted; all components were present; no functional anomalies were noted. The device was returned to the forward lock position and then pulled to the full rear-lock position; no visual or functional anomalies were noted. The device was disassembled. The suture had been fully extracted with no evidence that it had been tangled, knotted, or restrained. No visual anomalies were noted in the suture path, or in the location/condition of related components. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy. The angio-seal device instructions for use (IFU) cautions the use of the angio-seal device in patients with clinically significant peripheral vascular disease.